Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for visual review or testing. Without the actual reported devices, magnified photos of the devices, or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, tools used to grasp the devices, details of the procedure performed, or the surgeon¿s technique, a definitive root cause cannot be determined at this time. Review of labeling 03-5278r10: precautions: quill knotless tissue-closure device contains bidirectionally oriented barbs to anchor tissues and does not require knots to approximate opposing edges of a wound. Tying knots on the barbed section of the material will damage. The barbs and potentially reduce the suture tensile strength and barb effectiveness. For the bidirectional forces to be created and for the device to function properly, both sides of the quill¿ knotless tissue-closure device must be engaged in the tissue. Additionally, when completing placement, an additional backstitch or bite of tissue lateral to the end of the incision is required to lock the device in place. Avoid contacting the quill¿ knotless tissue-closure device and associated needles with other materials (e.g. Surgical gauze, drapes, etc.) In the surgical field to prevent ensnaring on the barbs. If the barbs catch, carefully pull the material in the opposite direction of the needle to disengage it from the barbs. Care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments, such as needle holders and forceps. Do not pull the quill¿ knotless tissue-closure device comprised of dyed pdo out of the package by the needles as this can cause the barbs to catch on one another. Do not attempt to remove memory in the polymer by running fingers down the suture material as this can damage the barbs.

Event description:
On (B)(6) 2024, it was reported that a needle detached from the suture during surgery. The needle did not fall into the patient, and no patient injury was reported; however, the malfunction resulted in a procedural delay greater than 30 minutes.